Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received several inappropriate hv therapies. Review of session records revealed that the patient experienced intermittent vf during a supraventricular tachycardia episode which was diagnosed as vt due to morphology and sudden onset. Patient was stable and will continue to be monitored closely.